Event description:
On 1/23/95, a nursing assistant was assisting a resident off the oversized commode. When the resident was seated in her wheelchair, the nursing assistant noticed that the front cross bar directly under the front of the toilet seat was broken into 2 parts. The commode is supposed to accomodate 400 pounds. The resident weighs 284 pounds. The resident was not injured. With the cross bar broken, support for the toilet seat no longer exists, and the chair poses a safety hazard for other residents. Device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate, telemetry failure, unanticipated adverse reaction - short term, other. Conclusion: device failure directly caused event, device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.